Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and had experienced diabetic ketoacidosis. The customer¿s blood glucose level was 203 mg/dl. The customer reported that they had received no delivery alarm during prime. The customer was advised to change the entire infusion system. The insulin pump will not be returned for analysis.